Manufacturer narrative:
Vyaire file identification: (B)(4). The service technician was able to verify the reported issue. On initial start-up visual inspection revealed missing led's. Vent display check test was performed and results were failing. The missing led's in direct message display were located at dm0,dm2,dm3, and dm8. As a resolution, the main board will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 screen is not functioning. The customer confirmed that there was no patient involvement associated with the reported event.